Manufacturer narrative:
The product was cleaned 5 times with sodium hypochlorite in the laboratory of the manufacturer. During the cleaning process a heavy leakage was detected on the gas side of the oxygenator. Due to this no pressure build up was possible during the tightness test, as the water was leaking out of the gas side immediately. The gas side of the oxygenator was sawed off. Fiber shrinkage was detected on all 4 sides of the gas mat bundle within the oxygenator. Fiber shrinkage was detected on almost all fibers of the gas mats. Based on this the failure "leakage from the gas exhaust port" could be confirmed. The investigation results were assessed by a designated life cycle engineer of the product with the following outcome: the failure is not identical to a known failure that was investigated. The delamination detected was not the typical length of 1,5 - 2m, which would be detected on approx. 8-15 fibers lay side by side, which were detached out of the grouting within one fiber mat. The failure was determined to be the first of its kind and is being handled through a designated maquet cardiopulmonary trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination of applicable investigation.

Event description:
(B)(4).

Manufacturer narrative:
December 11, 2015 02:04 pm (gmt-5:00) added by (B)(6): (B)(4). The product was requested to return for manufacturer's laboratory investigation. It was not received yet. The investigation is still pending. A supplemental medwatch will be submitted when further information becomes available. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
According to the customer: "in (B)(6) hospital's pediatric surgery room. Two weeks ago pls application was proceeded but blood leakage was occured after 2 weeks later (afternoon (B)(6) 2015). Leakage was started and occured in lower part of pls circuit. Between heater unit port." (B)(4).